Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was inserted through the catheter, and the device was deployed to basket and flower without difficulty. Subsequently, flushing was tested through the irrigation line. Flushing was functional in all deployment states. The catheter was dissected to have a closer look at the flush tubing. An excess of flush lumen was noted, though another flushing attempt was successful, and no leak path was observed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After inserting the catheter through the sheath, air bubbles were observed to be coming out of the farawave tip. The catheter was removed, the sheath was flushed and after reinserting the catheter the problem persisted. The catheter was replaced and the issue was solved. The procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After inserting the catheter through the sheath, air bubbles were observed to be coming out of the farawave tip. The catheter was removed, the sheath was flushed and after reinserting the catheter the problem persisted. The catheter was replaced and the issue was solved. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.